Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicated that the patient lost therapy due to lead migration. As a result, surgical intervention occurred wherein the leads were explanted and replaced.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer report number 1627487-2020-48599, 1627487-2020-48601. It was reported that a lead revision is planned for an unknown reason. No additional information was provided.